Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no video was confirmed. Additionally, device evaluation found a board failure, cable part flooded, head part main body flooded, head part main body discoloration deformation, head focus ring discoloration deformation, and cable part twisted. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, it is likely that imaging unit failure occurred due to flooding inside caused by autoclave sterilization which was conducted by user by mistake. The root cause was not identified. Olympus will continue to monitor the field performance of this device. E1 address - (B)(6) medical center.

Event description:
The customer reported to olympus, the hd 3cmos camera head was inspected before use and had no video. The intended procedure was therapeutic. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.